Event description:
During preventive maintenance service, the field service engineer (fse) noted error codes in the diagnostic report that indicated a spi bus failure occurrence. The fse reported there was no patient involvement.